Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient developed a bacterial infection at the implant site following a sacral neuromodulation procedure. The patient was hospitalized four times due to high fevers and was treated with multiple courses of IV antibiotics. The device was explanted. Since the explant, the patient has reportedly been feeling well. There were no additional complications reported.

Event description:
It was reported that the patient developed a bacterial infection at the implant site following a sacral neuromodulation procedure. The patient was hospitalized four times due to high fevers and was treated with multiple courses of IV antibiotics. The device was explanted. Since the explant, the patient has reportedly been feeling well. There were no additional complications reported.

Manufacturer narrative:
Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of fever and bacterial infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.